Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastric fundus variceal ligation for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported the band failed to deploy. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failed to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with all seven bands attached to it. Additionally, one of the ligator housing teeth was damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This failure might be related with the technique used by the physician or the way the device was being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and could not be deployed due to this condition. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient. It is most likely that once the band was attempted to be released from the suture, the bend on the ligator housing tooth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of bands failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastric fundus variceal ligation for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported the band failed to deploy. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.